Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bits broke in half during use, unable to retrieve all pieces from patient.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database by product code did not identify a trend. The investigation could not draw any conclusions regarding the reported event with the information available. Although no corrective action taken at this time, the quality engineering and product development department was notified of the complaint and will determine if product or material improvement is needed. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.